Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported there were no contributing factors to the increased and worsening pain determined.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported increased and worsening pain. The patient was advised to schedule a reprogramming session for improved coverage. The patient was reprogrammed on (B)(6) 2016 and the event resolved without sequelae. The clinical diagnosis was increased pain and the device diagnosis was not applicable. The event was related to the device or therapy (specifically due to programming) and not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2014.